Manufacturer narrative:
(B)(4).

Event description:
This device was implanted and explanted the same day. Shock impedances were high, greater than 150 ohms, and it was found the rv lead's terminal pin would not go in all the way. No adverse patient events were reported. The hospital retained the device.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.